Event description:
Clinic notes received for the patient indicated that the patient was shaking and hospitalized for 3 days. It was noted that the shaking may be due to the vns. The clinic notes also indicated that the patient felt dizzy and was having ambulation difficulties. The generator battery was reported to be low and the patient was referred for generator replacement surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.

Event description:
Generator analysis approved and reviewed. The generator was returned and listed to be at "near end of service" (neos) which was duplicated in product analysis (pa) lab. The generator diagnostics were as expected for the programmed parameters. The reported adverse events could not be evaluated in pa lab however proper functionality of the generator in its ability to provide output current can be verified and was successfully verified. The device output signal was monitored for more than 24 hours while the generator was placed in a simulated body temperature environment and the results showed no signs of variation in the generator's output signal. There were no notable performance or any other type of adverse conditions found with the generator. No additional relevant information has been received to date.

Event description:
The patient's generator was received into analysis however product analysis has not been completed to date. No additional relevant information has been received to date.